Event description:
This ra lead was implanted on (B)(6) 2002. A product experience report on (B)(6) 2018 stating that this lead had complete undersensing of p waves, noise and inappropriate mode switching. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).